Event description:
A report was received that the patient was in the hospital for an infection.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was in the hospital for an infection.

Manufacturer narrative:
Additional information was received that the patient's infection was not procedure related. It was also noted that there was no medical intervention given for infection.

Event description:
A report was received that the patient was in the hospital for an infection.

Manufacturer narrative:
Additional information was received that the infection was not device related. The patient is doing well.

Event description:
A report was received that the patient was in the hospital for an infection.